Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, underwent primary breast augmentation with two 575cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered right breast leak and a left breast that is not has hard as it once was. There was also lumps on the right side of the patient's body, towards their lower back, six inches below right breast, rib cage, and hip bones. The patient was advised by their doctor that the lumps were just fat deposits. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.